Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05/15/2015 with the following findings: during testing, the pump was found to power on with a clear legible display screen. During evaluation the force sensor was found to be out of calibration.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.